Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11

Event description:
The following was reported to hamilton medical ag: loss of external power due to defective power supply. Unit alarms with "loss of external power" and continous on battery power. 24 v at mainboard (measured between pin gnd power and pin +24v ps) is not available exchange power supply. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: loss of external power due to defective power supply. Unit alarms with "loss of external power" and continous on battery power. 24 v at mainboard (measured between pin gnd_power and pin +24v_ps) is not available exchange power supply. No patient involvement.